Event description:
The customer reported to beckman coulter (bec) that there have been red blood count (rbc) voteouts on patient samples run on the unicel dxh 800 coulter analyzer. The customer did not report a leak associated with this incident. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The customer requested service to check the instrument; however it was still operational. Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse indicated that he checked all connections and did not find any leaks or spills. The red blood cell (rbc) apertures were flushed with 30% bleach and check valve (cv150) was replaced as a preventative measure. This check valve prevents backflow from the sweep flow lines. No further issues were found, and verifications passed within specifications (startup, 5c controls, latron, retic x, body fluid, repeatability). The failure mode was related to the sweep flow line. (B)(4).